Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a device would not pass the pacer test. The customer did not report any patient involvement and/or harm.